Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they had discrepant results for a total of 38 samples tested for multiple analytes. A hardware alarm describing an abnormal probe error was indicated on the analyzer at the time of the event. When the alarm was generated, the staff noticed the presence of bubbles in the cleancell reservoir. The system was then stopped and the customer acted on the alarm. The affected samples were then repeated. Data was provided for a total of 34 patient samples, and of these, 28 were found to have erroneous results for free thyroxine (ft4), thyrotropin (tsh), and a1-fetoprotein (afp). The initial erroneous results for these samples were reported outside of the laboratory and were later amended. Refer to the attachment for all initial and repeat patient results. The patients were not adversely affected. The ft4 reagent lot number was 178388. The ft4 reagent expiration date was asked for, but not provided. The lot numbers and expiration dates for the afp and tsh assays were asked for, but not provided. The operator was instructed to check for a loose filter at the procell/cleancell aspiration filter and the customer mentioned that this connection is tight. The operator performed a system prime and repeated quality controls. Quality controls were found to be in range. The field service engineer checked the aspiration filters on both the procell and cleancell; these were not found to be loose. As a precautionary measure, the procell 1 and cleancell 1 solenoid valves were replaced and the sipper syringe assembly was replaced.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. After the intervention by the field service engineer, the analyzer was operating within specifications and no further issues were observed.